Manufacturer narrative:
A blocker is also referenced in this per, however, an MDR is not being filed on this device at this time since the root cause is assumed to the be the screw on which this report is being filed. An investigation is pending, once it has been completed, reportability of the blocker will be re-evaluated. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "at s1 the surgeon had not reached 12mm and the blocker kept spinning and the head popped off. Replaced with a 9.5 x 60".